Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing electromagnetic interference noise which resulted in pacing inhibition with a period of asystole of approximately 3.4 seconds. All other electrical parameters were stable and within range and no noise could be reproduced through testing. No changes were made and the crt-d remains in service. No adverse patient effects were reported.